Event description:
There are a total of 4 separate events involving the foley catheter. The incidents occurred within a matter of 2-6 days between each other all involving the same product. Each patient experienced excessive pain with the removal of the catheter.following is a list of the event summaries for each of them:1. When foley catheter was removed, a ridge was noted at the site of the deflated balloon.2. Foley catheter balloon instilled with a 3cc normal saline (ns) upon insertion. Balloon was passively deflated resulting in 2.5cc removed. Remaining ns in balloon required forceful aspiration via syringe with only 0.2cc removed. Removal of the catheter was very painful for patient as evidenced by screaming when catheter was passed through the urethra. Ridge noted on catheter at balloon site.3. Foley catheter removed due to patient complaint of pain/irritation. Foley balloon deflated passively. Patient rated pain of catheter removal a 15/10 and stated that it was the worst pain she has had since being admitted.4. Patient was premedicated with fentanyl for anticipatory pain with foley removal. Balloon on catheter was instilled with 1.5cc ns at insertion. Passive deflation used and resulted in 1.2cc removal. Remaining 0.3cc required manual removal with syringe. Removal of catheter from patient was still very painful even after fentanyl pre-administration.at this time, the hospital has decided to remove the product from our inventory and discontinue using these until further notice. I am not aware as to if the manufacturer has been contacted regarding these catheters.